Event description:
It was reported that "the cement had set up prematurely in the distal part of the canal. After removal of the cement a new batch was mixed and an exeter stem was implanted without incident".